Manufacturer narrative:
(B)(4). Physio-control evaluated the device. From the downloaded key log files it was observed that the device had powered off . The reported issue could however not be reproduced. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself when it was used to monitor a patient during transport. No information on the patient outcome was provided, nor were any patient details provided.